Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and dilaudid via an implantable pump for non -malignant pain and lumbar radiculopathy. Regarding dose and concentration of the baclofen and dilaudid, it was noted that they get 3 mg/day, believed to be 3.4 mg/day together, between dilaudid and baclofen. The concentration was noted as being 15 (not further specified). It was further noted that the hcp gets the baclofen and dilaudid from a compound pharmacy. It was reported that the patient¿s pump was alarming. On friday ((B)(6) 2020) the alarm went off and this morning ((B)(6) 2020) the alarm turned into a critical alarm. The alarm was going off every 15 minutes and sounded like a dual tone alarm. The patient called and talked to their new healthcare provider (hcp), but they did not know when her pump needed to be refilled. It was indicated that they did not known how to read the personal therapy manager (ptm) to know what the alarm date was. The patient¿s pervious hcp told her the medication lasts about 3 months. It was noted that she just randomly picked (B)(6) for her refill appointment. The patient does not use boluses and thought she was safe waiting till (B)(6). When the alarm started going off, the patient called the hcp on monday ((B)(6) 2020). They called her back yesterday ((B)(6) 2020) and told her they ordered medication and scheduled her to come in on (B)(6) 2020. The patient left a message for managing hcp and surgeon about the critical alarm, but they did not return the call. The patient was concerned about her pump. It was stated that the patient can handle withdrawal, but does not want to go through pump replacement surgery. The patient was questioning if it was ok to wait till tomorrow and see what happens if they do not have medicine by tomorrow. At the time of the report it was recommended to let the hcp know that they were now hearing the critical alarm. It was further reported that the low reservoir alarm used to be 2 and they lowered it to 1. The patient was to follow-up with their hcp. It was noted that the patient had not experienced any symptoms when the alarm started to go off, but later stated that the patient could handle a day of withdrawal and that the patient already had felt it through the week because she knew the pump was getting low. The patient started feeling it last week, further noted that the patient could tell it. It was noted that the patient still had buprenorphine because she tried to go down to see if she could do it without before she had her pump replaced. But she could not. The patient had not used buprenorphine yet because she had not been that ¿wild¿ yet. No further patient complications have been reported as a result of this event.